Event description:
It was reported that the anesthesia workstation failed to deliver oxygen and that there was a leakage. There was no patient harm. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The event date has been wrongly reported in the initial report and is corrected accordingly. The anesthesia system was investigated by our field service engineer on site. A system checkout was performed which passed and no abnormalities were found during ventilation on a test lung for one hour. The evaluation of the provided logs shows that the system checkout prior to and after the event was successful. The system has been returned to clinical use and no similar problems have been reported ever since. The root cause of the reported event has not been established.

Event description:
Manufacturers ref: #(B)(4).